Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3, primary stability was achieved, consumer also reported that osseointegration was achieved and that the time of loss in time of relation to restoration was up to one year after prosthetic restoration.

Event description:
The consumer reported that the patient had a tooth type of 3, primary stability was achieved, consumer also reported that osseointegration was achieved and that the time of loss in time of relation to restoration was up to one year after prosthetic restoration.